Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with large ketones identified as dangerous by a healthcare provider. The customer addressed their bg by bolusing via the pump. Reportedly the customer then went to the emergency room where they were subsequently hospitalized in the intensive care unit and treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2023 with issue resolved and no permanent damage. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.